Event description:
The customer reported that he was admitted to the hospital with blood glucose of 671 mg/dl. The customer stated his heart and chest were acting up. The customer's potassium was also low. He was treated with an insulin drip. The customer was wearing the insulin pump at the time of the emergency room visit. It was stated the customer had not had any problems with the insulin pump or any alarms, other than a low reservoir alarm. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.